Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration. The implant was torqued to 50 ncm. The clinician reported the patient's infection and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration. The implant was torqued to 50 ncm. The clinician reported the patient's infection and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The manufacturer updated the catalog number in the complaint file. The following fields were updated in this follow-up report: (date of report), (brand name), (change of catalog number, lot number, expiration date, UDI), (date of becoming aware), (follow up report), (device's age) and (report sent to manufacturer).

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration. The implant was torqued to 50 ncm. The clinician reported the patient's infection and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.